Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the tamper seal broken, contaminated battery springs, a scratched lcd lens, and a lifted dso seal. Download of the device?s event history log was not required. Functional tests were conducted. Upon review, the reported problem was duplicated. The battery springs were contaminated. The pump booted up write a white a screen and alarm. It was determined that the reported problem was caused by corroded battery compartment and fluid ingression on lcd. The battery compartment and lcd were replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the battery contacts dirty, white screen when attempting to boot with beeping and cannot be turned off unless batteries are removed, needs new cmos battery due to being 10yrs old. No adverse patient effects were reported by the customer.